Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sedr01 implantable pulse generator (ipg) implanted: 2009 (B)(4). (B)(6).

Event description:
It was reported that the impedance values for the right ventricular (rv) pacing lead had been reading low. The physician decided to prophylactically replace the lead during the system upgrade procedure. No patient complications have been reported as a result of this event.